Event description:
Product: lifescan one-touch ultra ii lancet device. This device holds lancet for drawing blood for blood glucose testing lancet device breaks and fails to hold lancet after several months of use. I have contacted lifescan several times about this problem on their consumer help line: (B) (4). In the past, they have mailed a new device within a few days. Last week, they told me the device was on back-order and they would mail one when available. My device is now completely useless. It is very difficult for me to test. I must jab myself with the lancet to draw blood. I test less often and guesstimate my glucose levels. Dates of use: 10 years. Diagnosis or reason for use: type-ii diabetes.